Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported that their previous ins battery was way out of place and the battery was sticking out of the pocket and right at the skin. Patient reported that the ins seemed like it was like that a lot longer than when the patient reported it her healthcare professional (hcp), the hcp thought that the ins being out of place was the cause of patient¿s back hurting and the it was confirmed by the hcp that the battery was away from where it should be. Patient reported. Patient reported having constant back pains since ins implant. No further symptoms or complications reported/anticipated. [Omitted information regarding patient¿s current ins issues were reported in 702204771].